Event description:
A caller reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level. Customer was attempting to load a new cartridge and had 243 units of usable insulin available, which was more than sufficient. Technical support instructed the caller to remove the pump from its case and clean the pneumatic tap area using an alcohol wipe or lint-free cloth. Initially, reloading the same cartridge did not resolve the issue. However, after receiving guidance from technical support, the caller successfully loaded a new cartridge onto the pump and resumed insulin delivery.